Manufacturer narrative:
The manufacturing record of the device was reviewed without irregularity. The subject device was returned to olympus medical systems corp for evaluation. When the subject device was connected to a video system center at (B)(4) olympus, the reported phenomenon reproduced. The light guide connector and video connector were disassembled, but there was no abnormality and trace of liquid invasion found inside. The exact cause of the reported phenomenon has not been determined at this time. Omcs is conducting further investigation now, and if significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the endoscopic image disappeared during an unidentified procedure with the subject device. The procedure was completed with another device. There was no patient injury reported.